Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("similar coiled wire extending to the myometrium") in a 26 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, endometriosis, menorrhagia and obesity. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.224 kg/sqm. [Pathology test] on (B)(6) 2015: clinical history: this is with menorrhagia, and endometriosis. Diagnosis: uterus, cervix and bilateral fallopian tubes, laparoscopic total vaginal hysterectomy: parametrial and serosal tags showing focal endometriosis. Basal endometrium. Mild chronic cervicitis and focal squamous metaplasia of endocervical glands. Segment of right fimbriated fallopian tube showing congestion and hydatid of morgagni; synthetic device within proximal end. Segment of left fallopian tube showing acute salpingitis and hydatid of morgagni; synthetic device within proximal end. Fragment of left ovarian stroma showing primordial follicles. Negative for malignancy. Gross description: the right fallopian tube measures cm in length and 0.8 cm in diameter. The external surface is deeply congested and purple, pink. The fimbriated end is probe patent. Sections through the proximal end show the presence of coiled wire in the lumen. The left fallopian tube is disrupted and measures 3.5 cm in length and 0.9 cm in diameter. The proximal end shows coiled wire in the lumen that measures 0.5 cm in length and 0.2 cm in diameter. The opening to the left fallopian tube shows segment of similar coiled wire extending to the myometrium, measuring approximately 0.8 cm in length. Bmi: 44kg/m2. Past surgical history: essure (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical device removal was updated to embedded device. Reporters, patient information, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2013, the patient had essure inserted. On (B)(6), 2015, 798 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("similar coiled wire extending to the myometrium") in a 26 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, endometriosis, menorrhagia and obesity. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.224 kg/sqm. [Pathology test] on (B)(6) 2015: clinical history: this is with menorrhagia, and endometriosis. Diagnosis: uterus, cervix and bilateral fallopian tubes, laparoscopic total vaginal hysterectomy: parametrial and serosal tags showing focal endometriosis. Basal endometrium. Mild chronic cervicitis and focal squamous metaplasia of endocervical glands. Segment of right fimbriated fallopian tube showing congestion and hydatid of morgagni; synthetic device within proximal end. Segment of left fallopian tube showing acute salpingitis and hydatid of morgagni; synthetic device within proximal end. Fragment of left ovarian stroma showing primordial follicles. Negative for malignancy. Gross description: the right fallopian tube measures cm in length and 0.8 cm in diameter. The external surface is deeply congested and purple, pink. The fimbriated end is probe patent. Sections through the proximal end show the presence of coiled wire in the lumen. The left fallopian tube is disrupted and measures 3.5 cm in length and 0.9 cm in diameter. The proximal end shows coiled wire in the lumen that measures 0.5 cm in length and 0.2 cm in diameter. The opening to the left fallopian tube shows segment of similar coiled wire extending to the myometrium, measuring approximately 0.8 cm in length. Bmi: 44kg/m2 past surgical history: essure (B)(6) 2013 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 798 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.